Event description:
A report was received that during a suctioning procedure, the catheter came loose from the suction control button. No adverse events, pt injury or medical intervention were reported.